Event description:
It was reported that nexiva 22ga 1.00in y components came apart. The following information was provided by the initial reporter: when the hcp withdrew the needle, the other components were broken apart. The connection between the extension tubing and the double-connector part was separated.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/4/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter assembly with the y adapter separated from the extension tubing, along with an extra q-syte and the vent plug. Five photos were also received. Upon inspection of the unit and the photos, the defect of separation of adapter from tubing was confirmed. Separation of the adapter from the tubing may occur due to excess force or insufficient adhesive between the components. Separation due to excess force commonly results in stretching of the extension tubing. Since no sign of stretching to the extension tubing was noted, separation due to excess force is unlikely. The components were visually inspected under uv light for traces of adhesive. A small amount of adhesive was found around the rim of the y adapter indicating that insufficient adhesive was dispensed during manufacturing. Corrective actions have been initiated to improve the detection of this defect. A device history record review could not be performed as the lot number is unknown. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 22ga 1.00in y components came apart. The following information was provided by the initial reporter: when the hcp withdrew the needle, the other components were broken apart. The connection between the extension tubing and the double-connector part was separated.